Event description:
It was reported that the patient presented in clinic for implant procedure. The low voltage lead showed loss of capture and would not pace. The lead was replaced. The patient was stable.

Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
Additional information notes update to b5 device not returning. Update to h6 codes for device not returned.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, electrical, and x-ray testing was normal and no anomalies were found.

Manufacturer narrative:
The reported events of loss of capture and no pacing were confirmed. As received, a complete lead was returned in one piece. Electrical testing found internal shorting due to overtorquing the inner coil. The cause of the reported events was due to internal shorts due to overtorque of the inner coil consistent with procedural damage. No other anomalies were seen.